Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the following external device observations: fully engaged plunger, fully proximal safety release button, fully deployed thumb advancer, fully engaged hub, fully slit sheath and open locator wings. Internal device observations revealed undisplaced catch, undeployed pusher block, and undisturbed clip on carrier tube. The condition of the device indicated that the deployment sequence was aborted after completing the thumb advancer stroke, with the plunger fully engaged and locator wings opened. There was no indication that the wings might have been prematurely collapsed which could result in loss of arterial access, as reported. During testing, the device was cleaned, re-assembled, and re-deployed successfully as designed. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot revealed no similar reported incidents. Also, a query of the complaint database for this lot, based on actual investigation findings, revealed no similar incidents that exhibited partially deployed device. A review of the device history record did not revealed any relevant non-conforming material record issued against this lot. Based on the investigation, a cause of the reported event related to the device could not be determined.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a right femoral artery after a percutaneous transluminal coronary angioplasty (ptca). Reportedly, the starclose did not work properly; during step 3 (thumb advancement) the device came completely out of the patient anatomy. Manual compression and a compression bandage were used to achieve hemostasis. The patient did not experience any adverse effect. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.